Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference#: (B)(4).

Event description:
A site reported to rxsight that a light adjustable lens (lal, sn: (B)(6), +18.5d) was explanted due to blurry vision and visual disturbances. A new lal (sn: (B)(6), +18.0d) was implanted as a replacement.

Manufacturer narrative:
The lal was returned for evaluation. Visual inspection noted the lens optic to be damaged, likely as a result of the explant procedure. Optical evaluation confirmed the lens to be normal with no irregularities. No device problem found. Manufacturer reference #: (B)(4).